Event description:
Champion af study. It was reported that there was an incomplete seal and a thrombus present. Prior to the procedure, aspirin was administered. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete seal and deployed device diameter of 24.4 mm. The patient was discharged on aspirin (81mg) and dabigatran (300 mg). 107 days post procedure the patient came in for their four (4) month follow up procedure. The CT assessment showed that there was an incomplete laa seal with a jet size of 7.7mm and a laminar non-mobile thrombus with maximum area of 3.2cm2 on the face of the closure device. The patient was started on rivaroxaban (20 mg/ day) in response to the event.

Event description:
This patient was part of a clinical study. It was reported that there was an incomplete seal and a thrombus present. Prior to the procedure, aspirin was administered. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete seal and deployed device diameter of 24.4 mm. The patient was discharged on aspirin (81mg) and dabigatran (300 mg). 107 days post procedure the patient came in for their four (4) month follow up procedure. The CT assessment showed that there was an incomplete laa seal with a jet size of 7.7mm and a laminar non-mobile thrombus with maximum area of 3.2cm2 on the face of the closure device. The patient was started on rivaroxaban (20 mg/ day) in response to the event. It was further reported that the thrombus was considered to be resolved on (B)(6) 2024.